Event description:
A user facility reported that a patient experienced blisters to their left jawline, right upper cheek, and right upper lip, following a fraxel treatment. The patient received treatment to their whole face. They had a skin type of fitpatrick I. Treatment was performed on the 1550 wavelength at 6% coverage and 6 passes in each area with the highest-level at 40mj. No system errors occurred during the procedure. The tip was used on one previous patient prior to this event. The customer performed a burn paper test and the results showed proper laser pattern and coverage. Within 24 hours of the procedure, the patient observed blistering on their left jawline, right upper cheek, and right upper lip. After healing the patient received intense pulse light therapy to treat discoloration. The patient¿s current status is they have hyperpigmentation. The patient used sunscreen during the healing process and limited sun exposure. The patient had not undergone any other procedures in the same symptom area on the procedure date or within 90 days prior.

Manufacturer narrative:
The system was returned for evaluation. The system failed spot size testing but passed laser energy output level testing. No risk to the patient occurred since the laser energy output levels were within specifications. Evaluation of the system found no issues related to this event. According to the fraxel dual 1550/1927 laser systems operator manual, burns, blisters, and hyperpigmentation are known adverse reactions of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypopigmentation and hyperpigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, burns, blisters, and hyperpigmentation are known adverse reactions of fraxel treatment. No corrective action is necessary at this time.